Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complainant, the dilatation procedure was completed with this device successfully and no problems with the device were noted. However, when the balloon was withdrawn through the scope, a small piece of the black exit marker had detached and got stuck in the channel. This was not noticed at the time, however. The scope was cleaned and used the next day during another procedure. Biopsy forceps were advanced down the channel and pushed the piece of the exit marker out into the next patient. The exit marker fragment was retrieved with an unknown device. There were no patient complications and it was reported that there were no issues caused to either patient as a result of this event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The exact event date is unknown, however it was reported on (B)(6) 2012 that the event occurred "a couple weeks ago". The complainant was unable to provide the lot number of the device, therefore the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry. The reported event of exit marker fragment detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.